Manufacturer narrative:
Review of instrument images shows a well score of 2 for cell ii (homozygous e cell) of crrs(3), lot r069 resulting in a negative reaction. Well image appears weakly positive. Crirc, lot 221446, expired before complaint was received. A DHR review showed product met all specifications for release testing.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a known anti-e. No adverse reactions or transfusions occurred as a result of the unexpected negative reactions.